Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger power connector problem) was confirmed. The charger was not able to pass essential performance testing due to a damaged wire on the power cable. The root cause could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was experiencing a battery charger power connector problem.